Manufacturer narrative:
The sample collection and centrifugation data was not supplied. No specific event related qc data was supplied. The unit is currently performing within qc specifications. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating all accutni samples outside the normal reference range prior to reporting results. The repeat analysis protocol and criteria was not supplied. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bec) concerning performance of troponin (accutni) assays on access 2 immunoassay system, and indicated some occurrences of non-reproducible false positive accutni results. The erroneous results were not reported out of the laboratory. Repeat testing produced results within the normal reference range. The effect to patient treatment is unknown. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.